Event description:
The pt is a 39-yr-old woman who had bilateral breast augmentation in 1986 using co's gel filled breast implants. The pt noted immediate capsular contracture. They developed in the last three to four years, arthralgia, myalgias, fatigue, dry eyes and was diagnosed with fibromyalgia. The pt also had subjective feelings of shortness of breath and constrictive feeling in the chest. On physical examination, she has class IV contractures in both breasts and tender axilla, left side greater than the right side. Xeromammogram and ultrasound examination demonstrates a left extracapsular contracture and pain, as well as systemic symptoms that may be related to her breast implants it is medically necessary to remove both implants.